Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("remains of the device/ 17mm image parauterine impressing essure remnants") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of mycosis in 2008 and asthma, fractured sacrum, allergic rhinitis, parity 2, gravida ii, allergy to vaccine, rhinitis, pollakiuria, vaginal bleeding, nausea, adenomyosis, urticaria, vaginal itching, mastodynia and chest pain. Concomitant products included ibuprofen, metronidazole and diazepam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 752 days after essure insertion, she experienced dysuria ("pain while at the end of urination") and pollakiuria ("patient presents pollakiuria"). On (B)(6) 2016 she experienced suprapubic pain ("suprapubic pain since essure placement"). On (B)(6) 2016 she experienced vulvovaginal candidiasis ("vaginal discharge test: candidiasis"). On (B)(6) 2016 she experienced abdominal pain lower ("pain in the right lower quadrant"). On (B)(6) 2016 she experienced vulvovaginal mycotic infection ("mycotic vaginal discharge"). On (B)(6) 2016 she experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2018 she experienced headache ("holocranic headache"). In 2018 she experienced device breakage (seriousness criterion intervention required). On (B)(6) 2019 she experienced microcytic anaemia ("microcytic anemia"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("laboratory results stated that the patient had allergy to nickel"), hypersensitivity ("allergic reaction"), rash ("rash"), genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular periods"), intermenstrual bleeding ("intermenstrual bleeding"), vaginal infection ("she refers previous episodes of vaginitis"), vulvovaginal pain ("vaginal pain"), swelling ("swelling"), psoriasis ("psoriasis"), alopecia ("hair loss"), constipation ("constipation"), dizziness ("dizziness"), dysgeusia ("metallic taste in the mouth"), fatigue ("excessive tiredness"), hypertension ("hypertension"), infection ("infections"), oliguria ("oliguria"), urethral disorder ("urethral hypermobility"), hot flush ("occasional hot-flushes"), paraesthesia ("occasional tingles in the face"), infected cyst ("superinfected cyst"), anxiety ("anxiety") and depression ("depression") and was found to have bone neoplasm ("tumor in the lumbosacral area"). The patient was hospitalised from (B)(6) 2017 to (B)(6) 2017. The patient was treated with primolut nor (norethisterone acetate) and clotrimazole as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and laparoscopic hysterectomy on (B)(6) 2020). At the time of the report, the outcomes for pelvic pain, device breakage, abdominal pain, abdominal pain lower, allergy to metals, hypersensitivity, rash, genital haemorrhage, menstruation irregular, intermenstrual bleeding, suprapubic pain, vulvovaginal candidiasis, vulvovaginal mycotic infection, vaginal infection, vulvovaginal pain, swelling, psoriasis, alopecia, constipation, dizziness, dysgeusia, fatigue, hypertension, infection, dysuria, pollakiuria, oliguria, urinary incontinence, urethral disorder, hot flush, paraesthesia, bone neoplasm, infected cyst, anxiety and depression were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bone neoplasm, constipation, depression, device breakage, dizziness, dysgeusia, dysuria, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, hypertension, infected cyst, infection, intermenstrual bleeding, menstruation irregular, microcytic anaemia, oliguria, paraesthesia, pelvic pain, pollakiuria, psoriasis, rash, suprapubic pain, swelling, urethral disorder, urinary incontinence, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure administration. The reporter commented: (B)(6) 2018: persistent pelvic pain after bilateral salpingectomy; (B)(6) 2019: pelvic discomfort persists. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): melisa test performed: allergic to nickel [computerised tomogram abdomen] on (B)(6) 2016: referred due to pain in right iliac fossa, no relevant results. Normal opaque enema, normal abdominal ultrasound, essure well placed; on (B)(6) 2019: right adnexal cystic lesion of 35.8 x 25.9 mm already described in previous studies. Vascular calcifications in relation to the right internal iliac vascular bundle. Small amount of free fluid in the fornix of douglas. No other valuable findings. Clinical judgement: persistent pelvic pain [laparoscopy] on (B)(6) 2020: foci of endometriosis were observed that coagulated. She had an episode of vaginal bleeding that was clotted in the emergency room with silver nitrate, due to scant profuse bleeding from the colporrhaphy scar at a right angle. Urination and defecation normal. Ap hysterectomy: chronic cervicitis. Inactive basal endometrium. Nonspecific vascular congestion. Absence of adenomyosis. Action plan: since endometriosis was targeted in the surgery, a control in 3 months to see if it presents symptoms will be performed [magnetic resonance imaging] on (B)(6) 2019: 17mm image parauterine impressing essure remnants. Right adnexal cystic lesion measuring 29 x 23 mm, suggestive of a follicular cyst. Small follicles in the left appendage. A tubular structure measuring approximately 17 mm in a right anterior parauterine location was identified, showing signal drop although not clearly visible in all sequences (key images attached), which could correspond to the rest of essure [ultrasound scan] on (B)(6) 2014: correct essure placement; on (B)(6) 2018: uterus enlarged in anteroposterior diameter with dense peripheral images suggestive of adenomyosis [x-ray] on (B)(6) 2019: reviewed without metallic findings quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("remains of the device/ 17mm image parauterine impressing essure remnants") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of mycosis in 2008 and asthma, fractured sacrum, allergic rhinitis, parity 2, gravida ii, allergy to vaccine, rhinitis, itching, vaginal bleeding, nausea, adenomyosis, urticaria, vaginal itching, mastodynia and chest pain. Concomitant products included ibuprofen, metronidazole and diazepam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 752 days after essure insertion, she experienced dysuria ("pain while at the end of urination") and pollakiuria ("patient presents pollakiuria"). On (B)(6) 2016 she experienced suprapubic pain ("suprapubic pain since essure placement"). On (B)(6) 2016 she experienced vulvovaginal candidiasis ("vaginal discharge test: candidiasis"). On (B)(6) 2016 she experienced abdominal pain lower ("pain in the right lower quadrant"). On (B)(6) 2016 she experienced vulvovaginal mycotic infection ("mycotic vaginal discharge"). On (B)(6) 2016 she experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2018 she experienced headache ("holocranic headache"). In 2018 she experienced device breakage (seriousness criterion intervention required). On (B)(6) 2019 she experienced microcytic anaemia ("microcytic anemia"). An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("laboratory results stated that the patient had allergy to nickel"), hypersensitivity ("allergic reaction"), rash ("rash"), genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular periods"), intermenstrual bleeding ("intermenstrual bleeding"), vaginal infection ("she refers previous episodes of vaginitis"), vulvovaginal pain ("vaginal pain"), swelling ("swelling"), psoriasis ("psoriasis"), alopecia ("hair loss"), constipation ("constipation"), dizziness ("dizziness"), dysgeusia ("metallic taste in the mouth"), fatigue ("excessive tiredness"), hypertension ("hypertension"), infection ("infections"), oliguria ("oliguria"), urethral disorder ("urethral hypermobility"), hot flush ("occasional hot-flushes"), paraesthesia ("occasional tingles in the face"), infected cyst ("superinfected cyst"), anxiety ("anxiety") and depression ("depression") and was found to have bone neoplasm ("tumor in the lumbosacral area"). The patient was hospitalised from (B)(6) 2017 to (B)(6) 2017. The patient was treated with primolut nor (norethisterone acetate) and clotrimazole as well as surgery (laparoscopic bilateral salpingectomy on 11-dec-2017 and laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6)2020. At the time of the report, the outcomes for pelvic pain, device breakage, abdominal pain, abdominal pain lower, allergy to metals, hypersensitivity, rash, genital haemorrhage, menstruation irregular, intermenstrual bleeding, suprapubic pain, vulvovaginal candidiasis, vulvovaginal mycotic infection, vaginal infection, vulvovaginal pain, swelling, psoriasis, alopecia, constipation, dizziness, dysgeusia, fatigue, hypertension, infection, dysuria, pollakiuria, oliguria, urinary incontinence, urethral disorder, hot flush, paraesthesia, bone neoplasm, infected cyst, anxiety and depression were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bone neoplasm, constipation, depression, device breakage, dizziness, dysgeusia, dysuria, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, hypertension, infected cyst, infection, intermenstrual bleeding, menstruation irregular, microcytic anaemia, oliguria, paraesthesia, pelvic pain, pollakiuria, psoriasis, rash, suprapubic pain, swelling, urethral disorder, urinary incontinence, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure administration. The reporter commented: (B)(6) 2018: persistent pelvic pain after bilateral salpingectomy; (B)(6) 2019: pelvic discomfort persists. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): melisa test performed: allergic to nickel [computerised tomogram abdomen] on 11-mar-2016: referred due to pain in right iliac fossa, no relevant results. Normal opaque enema, normal abdominal ultrasound, essure well placed; on (B)(6) 2019: right adnexal cystic lesion of 35.8 x 25.9 mm already described in previous studies. Vascular calcifications in relation to the right internal iliac vascular bundle. Small amount of free fluid in the fornix of douglas. No other valuable findings. Clinical judgement: persistent pelvic pain [laparoscopy] on (B)(6) 2020: foci of endometriosis were observed that coagulated. She had an episode of vaginal bleeding that was clotted in the emergency room with silver nitrate, due to scant profuse bleeding from the colporrhaphy scar at a right angle. Urination and defecation normal. Ap hysterectomy: chronic cervicitis. Inactive basal endometrium. Nonspecific vascular congestion. Absence of adenomyosis. Action plan: since endometriosis was targeted in the surgery, a control in 3 months to see if it presents symptoms will be performed [magnetic resonance imaging] on (B)(6) 2019: 17mm image parauterine impressing essure remnants. Right adnexal cystic lesion measuring 29 x 23 mm, suggestive of a follicular cyst. Small follicles in the left appendage. A tubular structure measuring approximately 17 mm in a right anterior parauterine location was identified, showing signal drop although not clearly visible in all sequences (key images attached), which could correspond to the rest of essure [ultrasound scan] on (B)(6) 2014: correct essure placement; on (B)(6) 2018: uterus enlarged in anteroposterior diameter with dense peripheral images suggestive of adenomyosis [x-ray] on (B)(6) 2019: reviewed without metallic findings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.